Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the touchscreen responded to presses. There was no impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.